Manufacturer narrative:
Product event summary #the device was returned and analyzed. The returned device did not detect any performance issues, but the calculated longevity result of 80% of expected was less than the predicted value based on the available programmed parameters. In the absence of the completeprogramming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 3830 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that implantable cardioverter defibrillator (ICD)  reached elective replacement indicator (eri) sooner than expected. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.